Event description:
The sales rep reported that the exeter stem contained no centralisers when opened during surgery. The sales rep added that another identical item was available and therefore, there was no delay to surgery time and no adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.